Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure - 1001" and "self check failure - 1003" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. The flow screens and smart pneumatic module tubing were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.